Manufacturer narrative:
Reportedly, the user facility's biomedical engineer was able to solve the reported issue by temporarily adjusting the power supply to always be in the 'on' position. However, the facility has requested than an olympus field service engineer (fse) be dispatched to come and repair the subject device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 3d visualization unit's power switch was noted defective during a cholecystectomy procedure. According to the initial reporter, the procedure was completed successfully with no delays or patient harm using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The manufacture date is unknown, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.